Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that bubble like object was seen in scope. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the event was found during inspection at cleaning room so procedure details are unknown. The product did not come in contact with the patient.

Manufacturer narrative:
H3: product analysis of product:9560101, lotno:470199 analysis found that the symptoms based on the request were duplicated/observed during the inspection at the time of acceptance. B3: event date is unknown e1: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.